Event description:
The customer reported that their device had its service indicator illuminated and appeared to lock up during the boot up process. The device would be unable to charge and deliver defibrillation energy if needed. There was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported condition. Physio is going to replace the therapy pcb assembly for an unrelated event code and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The cause of the reported condition could not be determined.